Event description:
User error: the summit pipetter generated two (2) error messages indicating a problem with the pipetting system. The customer/operator elected to continue plate processing through the first error message (error 135) and ignored supplemental labeling instructions (re: customer letter 04-usdscl-011,dated may 13, 2004) for the second error (error 137) and continued plate processing. According to the supplemental labeling instructions for the second error, the plate processing should be aborted after an error 137 to prevent the summit pipetter from pipetting and dispensing double sample/reagent. The summit does not generate an error message for the double pipet and dispense. No death or serious injury was associated with this incident.